Manufacturer narrative:
During inspection and testing, service confirmed the forceps elevator was not moving up due to the forceps elevator wire being cut, confirming the customer's reported issue. Service also found the forceps channel port was deformed, the grip was scratched, the scope connector cover plate was detached, the suction cylinder was discolored, the switch box was scratched, switch button #1 was damaged, the right/left angulation knob was discolored, the scope connector cover was scratched, and the electrical connector was discolored. The image guide protector was scratched, the objective lens was scratched, the connecting tube was buckled, the adhesive around the objective lens was discolored, the light guide lens was discolored, the distal end was shaved, the lever arm was corroded, and the coating on the universal cord was peeling off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the forceps elevator of the subject device was cracked. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found there was foreign material in the forceps elevator, and there was a stain inside the lens. This report is being submitted for the malfunctions found during evaluation of the device (foreign material and stain inside the lens). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due the forceps elevator around was insufficiently reprocessed immediately after procedure. It is also likely the foreign material on the forceps elevator got dry and adhered since the user did not reprocess the device immediately after procedure. Additionally, the light guide (lg) lens cracked by physical stress made a gap at the lg-lens glue causing dirt ingress from there or, dirty and moisture invaded on device from leaking point, which corroded components inside the lg-lens. The event can be detected/prevented by following the instructions for use (IFU) which state: manual cleaning: ¿brushing around the forceps elevator and instrument channel outlet¿. Precleaning: ¿if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ warnings and cautions: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.